Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, red particles in the shell and gel, an opening curved on radius, underweight and a crease fold. A microscopic analysis was performed which identified, two openings sharp on the posterior, crease smooth opening on radius, opening punctured on the anterior and wear abrasion. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is two sharp openings on the posterior assessed as unidentified (tear) opening, one opening crease smooth on radius due to fold flaw opening and a punctured opening due to surgical damage like consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.